Event description:
It was reported that the device's battery does not charge.

Event description:
It was reported that the device's battery does not charge. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, however it was not replaced since the replacement part are no longer available due to the end of life product. The device remains at the customer site and no further evaluation is warranted at this time.